Event description:
A report was received that the patient was experiencing discomfort at the pocket site due to the ipg placement. The patient underwent a revision procedure wherein the ipg was relocated. No device malfunction was suspected. That patient was doing well postoperatively.